Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: during investigation, the pump powered on to a blank display with auditory and vibratory alarms. A test display was installed and was fully functional. The pump was opened to find moisture damage on the display flex connector and the printed circuit board. Unrelated to the original complaint, the battery compartment was cracked from below the grip pad to the case seal. Additionally, the pump case was cracked between the keypad and the case seal.